Event description:
A corneal specialist reported a pt presented in 2007 for eval of a "central corneal ulcer right eye (od)", which had been diagnosed by another ophthalmologist the previous day. He stated the pt experienced ocular irritation, pain, and blurry vision od with symptoms initiating on three days earlier, more than 24 hours after insertion of lenses. The corneal specialist stated that cultures taken from the eye (od), contact lens case, and contact lens solution tested positive for "pseudomonas spp infection". The pt was treated with analgesic, antibiotic, and cycloplegic/mydriatic medications. At a visit on eleven days after the original date, the corneal specialist reported the pt's right eye was improved and the pt was not in pain. Per medical records, the corneal ulcer had decreased in dimension and there was less corneal swelling. The specialist continued the pt on antibiotic therapy. No other therapeutic procedures were conducted. The corneal specialist indicated the pt was a new contact lens wearer, who had been wearing acuvue oasys silicone hydrogel contact lenses 12 hours daily for two months at the time of the onset of symptoms. Per the reporter, pt had only used this two-ounce bottle of product during the two month period. The corneal specialist declined to provide pt contact info.

Manufacturer narrative:
Eval summary: the complaint device associated with this report has been returned and is undergoing eval. Eval of retention sample from lot 124333f was completed. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specifications. Batch records were reviewed and no deviations were identified. No similar reports for lot 124333f. Add'l info was requested from the ophthalmologist on 9/26/2007 (2), 9/28/2007, 10/18/2007, 10/19/2007, and 10/22/2007. The ophthalmologist provided add'l info on 9/26/2007 and 10/1/2007.